Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, fluid leak and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and a nonfunctioning device. During a revision surgery, the physician suspected that the device had developed a leak over time. The device was explanted and replaced with a 4.5 cm cuff. No further patient complications were reported.